Event description:
Customer cut her hand on a broken bottle of innovin (lyophilized), which was still in the box. No additional information provided by the customer to identify the cause of the broken glass. The customer received gamma globulin, hep c and hiv tests. Innovin consists of recombinant human tissue factor and synthetic phospholipids with preservatives and stabilizers.